Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he fell on his insulin pump and the screen was cracked. Customer stated that the screen was difficult to read due to the cracks. Customer stated that the screen of the insulin pump looked shattered below the surface. Blood glucose level was 137 mg/dl at the time of the call. No further information was provided.